Event description:
A nurse reported out of range normal control solution test results with test strips. On 2/15/97, the nurse opened the first bottle from a box of fifty and performed a normal control solution test. The result was 174 mg/dl. The nurse called the co customer support line and, with the rep, performed two back to back normal control solution tests. The result were 168 and 171 mg/dl versus a normal control solution range of 107-161 mg/dl. The control solution, control solution, lot #ve136, expiration 5/98, was opened one month ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 90 versus a check strip range of 79-105. The desiccant is in the open bottle. The test strips are stored in the medication cabinet.